Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 332 mg/dl and treated it with insulin pump. It also reported that display is blank currently. The battery cap was also damaged. The customer will not return insulin pump for analysis.